Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer, with the assistance of technical support, removed the cartridge and inspected relevant areas of the pump, cleaned the pneumatic tap, and successfully reattached the cartridge. The customer was then able to complete the loading process and resume insulin delivery.